Event description:
A patient reported via a manufacturer representative (rep) they are getting effective stimulation and relief of symptoms. The patient stated approximately 8 months ago she told her healthcare professional (hcp) that she was having a pressure at the site of the implantable neurostimulator (ins) that sometimes radiates to her hip. The patient stated the hcp asked if she was still getting relief and at that point there was no plan of action. The hcp is on a temporary leave for 2 months and the nurse is learning of this issue now. The rep met with the patient and tried to do an impedance and longevity test. The patient uses the device at 0.2. The impedance check was stopped using 0.5 d/t because patient was uncomfortable with stimulation. The patient's programs/electrodes were changed. The patient was instructed to try a new program for a week. The patient called the next day and stated she was having pressure in pelvic area. The patient asked if she could turn up the stimulation and increased the stimulation from 0.1 to 0.3. The patient will call the hcp's office to schedule an appointment look at pelvic pressure, try the program at a higher amplitude, and call the rep next week to discuss possibly shutting the off for 1 to 2 weeks, if pressure continues. There are no environmental, external, or patient factors that may have led to the issue. There were no diagnostics done, as the patient could not tolerate impedance check at 0.5. The patient is using a different program and a higher amplitude to try and resolve the issue. The patient will contact the hcp's office to follow up with new onset of pressure in the pelvic area. The issue was not resolved at the time of the report. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.